Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by guiding them through the filling and loading of a new cartridge on the pump, helping to complete the load process and resume insulin delivery.